Manufacturer narrative:
Device not returned, picture provided.

Event description:
Customer rejected 4 pieces due to the product being stuck in the seal.

Event description:
Customer rejected 4 pieces due to the product being stuck in the seal.